Event description:
It was reported that the handpiece began overheating at the beginning of a wisdom tooth extraction. There was no reported pt or user injury, and the procedure was completed successfully with another device that was available.

Manufacturer narrative:
The handpiece was received at the MFR for evaluation, and the rise in temperature was confirmed as the device heated up. Based on the investigation detail, the likely cause for the alleged overheating was the driveshaft, which was replaced along with bearings, the nose cone, and other components. The handpiece was repaired and returned to the customer.